Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the primary checkpoint of the navigation system was not operating as designed. To restore functionality, the unit was replaced and then subsequently re-wired. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed "localizer not connected" and that the pcoip client was awaiting communication. It was reported that switching ethernet ports did not restore functionality and that when directly interfaced into the hospital network via ethernet, the computer and ethernet port leds illuminated. Restarting the navigation system and opening the self test showed that internal communication was not operating and that only the surgeon monitor was connected. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The primary checkpoint for the navigation system was returned to the manufacturer for evaluation. Testing found that when a network cable was connected to the unit, the wan port link led would intermittently flash as orange and the activity led was not illuminated. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.